Event description:
It was reported that an unspecified number of gem v/nv 20dp ckv 2ss 0.2mf low sorbing were clogged/blocked/occluded. The following information was provided by the initial reporter: I would like to report an issue one of the nurses in our clinic had today with a bd alaris pump infusion set w/0.2 micron filter. The tubing was primed with no issue, but the secondary infusion of chemotherapy would not infuse. Staff tried to troubleshoot the port, by disconnecting and reconnecting, flushing with a syringe-but the top port on the tubing remained occluded. I do not have the sample of the tubing due to hazardous contaminate. The lot number of the tubing on the shelf was #(10)20045773. To clarify, is this in regards to the - bd alaris infusion set 0.2 micron filter #(10)20045773 where the port was occluded. There were no adverse events. Device was connected to the patient at the time of failure. In the case where the tubing leaked, the tubing leaked prior to the chemotherapy regimen being attached, so the resulting spill was not hazardous in nature. In the cases where the port was occluded, the patient did receive some extra IV fluids (as the pump continued to infuse from the primary bag instead of the secondary), however this was caught relatively quickly by the nursing staff and no harm occurred to the patient.

Manufacturer narrative:
No product or photo was returned by the customer. It was reported that the tubing would not infuse during chemotherapy. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 11532269 lot number 20045773 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09apr2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of gem v/nv 20dp ckv 2ss 0.2mf low sorbing were clogged/blocked/occluded. The following information was provided by the initial reporter: I would like to report an issue one of the nurses in our clinic had today with a bd alaris pump infusion set w/0.2 micron filter. The tubing was primed with no issue, but the secondary infusion of chemotherapy would not infuse. Staff tried to troubleshoot the port, by disconnecting and reconnecting, flushing with a syringe-but the top port on the tubing remained occluded. I do not have the sample of the tubing due to hazardous contaminate. The lot number of the tubing on the shelf was #(10)20045773. To clarify, is this in regards to the bd alaris infusion set 0.2 micron filter #(10)20045773 where the port was occluded. There were no adverse events. Device was connected to the patient at the time of failure. In the case where the tubing leaked, the tubing leaked prior to the chemotherapy regimen being attached, so the resulting spill was not hazardous in nature. In the cases where the port was occluded, the patient did receive some extra IV fluids (as the pump continued to infuse from the primary bag instead of the secondary), however this was caught relatively quickly by the nursing staff and no harm occurred to the patient.